Manufacturer narrative:
Quality control was acceptable before patient testing. The field service engineer discovered the sipper syringe was contaminated and the sipper probe was bent. He cleaned the sipper syringe and straightened the sipper probe. The customer performed precision testing and quality control was with passing results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable low elecsys tsh assay result for one patient from a cobas 8000 e 801 module. The initial result was reported outside the laboratory. The physician did not believe the result matched the patient¿s clinical picture. The customer performed repeat testing for confirmation, and the repeat tsh result was determined correct for the patient. On (B)(6) 2020, the patient¿s initial tsh result was 0.0288 miu/ml, and the repeat result was 4.54 miu/ml on (B)(6) 2020. Tsh reagent lot number used for patient testing was 440688 with an expiration date of 31-mar-2021.